Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and it was noted the universal serial bus (usb) connector door had fallen off. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but the low alert did respond.